Event description:
It was reported that while the patient was undergoing a heart transplant surgery, the assistant surgeon accidentally cut the intracorporeal pump cable with a saw when opening the heart. Right after, as to be expected, the system monitor showed yellow alarms and the pump speed could not be adjusted or couldn't be turned off either. The surgeon finally cut the pump cable and the pump stopped running. The patient did not experience any adverse events due to the cable being cut. The log file contained routine events until the pump stopped on (B)(6) 2024 at 19:28:34. The customer was concerned what the emergency protocols to follow would be, had the issue occurred in a non-surgical setting. They were informed that the patient should be rushed to the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: event date corrected to explant date. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed alarms consistent with the reported damage to the patient¿s pump cable. The submitted controller event log file contained relevant events from 16mar2024 through 20mar2024. The log file confirmed that the pump was operating as intended until 20mar2024 when pwr_a, com_a, and com_b, fault flags became active, resulting in driveline power fault and loss of lvad communication alarms. An abnormal controller reset was then captured followed by a controller internal fault alarm. These events are consistent with the report of the initial damage to the pump cable by the surgeon while opening the patient¿s chest. A pwr_b fault later became active, which was followed by lvad_off, driveline disconnect, and low flow alarms. These events are consistent with the surgeon fully cutting the pump cable to stop the pump. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed prior to these events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU and patient handbook provide instructions regarding how to care for the driveline. The IFU cautions the user to avoid pulling on or moving the driveline. This document further emphasizes not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if the external damage is not visible. Damage to the driveline could cause the pump to stop. The IFU also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also lists examples of emergencies, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.